Event description:
The pulse generator exhibited premature elective replacement indicator (eri). It was noted that the patient worked around an electic fence and had been shocked by it before, causing the device to trip eri in the past. The pulse generator was downloaded, then a "warning operation failed" message displayed. Battery measurements were 0.01 v, less than 1 ua, and less than 1 kohms. Loss of capture was noted in unipolar and bipolar. The device was explanted and replaced.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, the papilla was cut using this device but the cutting wire of the device could not retract. (The tip of the device could not return to normal form again, it would no unbow). The procedure was completed with the subject stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the measured data was inappro- priate. A product code download was performed, however elective replacement indicator (eri) warning was inter- mittently occurring due to a defective integrated circuit component.